Event description:
It was reported the pt has experienced soreness and pocket heating at scs ipg site since the implant. The discomfort is present with and without the stimulation. The pt was considering to have the system explanted. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.